Manufacturer narrative:
UDI number: n/a. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke off in the closure top during final tightening within surgery. The tip was recovered and the procedure was completed using an alternative final driver. There were no reported patient implants associated with this event.

Manufacturer narrative:
Additional information: (methods, results, and conclusions) - the returned driver was evaluated. The tip was found to have fractured. The cause is likely due to the material weakening at the tip and when torqued int this case, the mechanical capabilities were exceeded. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a final driver broke off in the closure top during final tightening within surgery. The tip was recovered and the procedure was completed using an alternative final driver. There were no reported patient implants associated with this event.